Event description:
It was reported that the patient received several shocks and was seen in the emergency room. The device was replaced due to elective replacement indicator. Noise and oversensing was seen on both leads. The right ventricular (rv) lead was explanted and replaced. The atrial lead could not be extracted and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944 implantable defibrillation lead (B)(6) 2008. (B)(4).